Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and calcification. According to the operative report, this patient 6 years ago underwent double coronary artery bypass and aortic valve replacement due to calcific aortic stenosis and ascending aortic reduction aortoplasty. Patient had developed significant symptoms of shortness of breath on minimal exertion. Cardiac catheterization and echocardiogram demonstrated severe high gradient across the aortic valve and a stenosis of the previous prosthetic valve, and coronary artery disease. Upon inspection, it was noted that the valve had developed a ridge in the middle of each of the leaflets that did not allow the leaflets to open producing significant stenosis of the valve. Additionally, the explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the subject device, we are unable to confirm the reported event. No further actions are possible at this time. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.